Event description:
A customer reported the reflux on the foot pedal was not working. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The footswitch printed circuit board (pcb) was replaced. The software was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the footswitch reflux not working can be attributed to a nonconforming footswitch interface pcb. An internal investigation has been opened to address this issue. (B)(4).